Manufacturer narrative:
The devices, used in treatment, were not returned for evaluation and the reported event could not be confirmed. The medical investigation concluded that, based on the available information, the reported pain along with cup malposition, heterotopic ossification, trochanteric impingement contributed to the root cause for the device revision. The cup malposition cannot be concluded if it was a change over time and therefore a failure vs an improper position at time of implantation. In addition, the ¿heterotopic ossification¿ cannot be concluded but some patients can be genetically predisposed, it is a known complication of joint surgeries and is related to the procedure and not the device. The patient impact beyond the pain, revision, and expected transient post-op convalescence period cannot be determined. A review of complaint history did not reveal additional complaints for the listed batches. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. Some potential probable causes could include malposition/ migration of the device or ossification. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the devices or additional information be received, the complaints will be reopened. No further investigation warranted for these complaints; however, we will continue to monitor for future complaints and investigate as necessary.

Event description:
It was reported that the patient underwent a total hip revision due to pain that became progressively worse. The whole system was replaced.